Event description:
Customer reported of an event in which the balloon would not fully inflate. A stopcock was used on the insuflator and it was confirmed that it was open and not in the closed position. The balloon did not fully expand because it had a hole. The guidewire stayed in place and another stent had to be used. The patient was not harmed.

Manufacturer narrative:
Upon completion of investigation, a follow-up report will be submitted.